Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage to the segments of the struts. The segments were raised in a distal direction from the profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks to the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)..

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex (lcx) artery. A 20 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the target lesion. The device was removed from the patient's body and it was noted that the stent was lifted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex (lcx) artery. A 20 x 2.25 promus premier&#10244;rug-eluting stent was advanced but failed to cross the target lesion. The device was removed from the patient's body and it was noted that the stent was lifted. No patient complications were reported and the patient's status was good.